Event description:
Any olympus representative reported on behalf of the customer that, during reprocessing of the customer¿s bronchovideoscope, it was discovered that a connector pin was broken. Upon inspection and testing of the returned unit, it was discovered that the forceps channel port was shaved off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the forceps channel port was shaved off. The customer's originally reported issue of damaged electrical pin was confirmed. Also noted were various cuts, dents, scratches, wrinkles, discolorations, and blemishes, as well as a loss of water tightness, detachment of bending section cover adhesive, and wear of the angle wire which resulted in bending angles not meeting the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, likely causing the shaved forceps. The event can be prevented by following the instructions for use: "bf type p150/1t150 operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.